Event description:
It was reported by the sales rep that they fitted the patient yesterday early afternoon and she reached out in the late evening that she was feeling more pain. She was in pain already before I fitted for bone stim. I suggest to take a break from stim and see how she feels. She's texted me this morning that she's feeling better today and she's wearing stim. Wasn't sure to make report or not but here it is is just incase. Cs called the patient, left a message to call back regarding the unit. Additional information: it was later reported that the patient is not having any issues or pain anymore. The patient can't remember if she called the doctor but stated that she is ok now. The spinal pak was not returned for evaluation.

Manufacturer narrative:
Corrections - b4: date of this report, d3: manufacturer address and email address, d4: UDI, d9: device not available for evaluation, e4: unknown, g1: contact office and manufacturer site, g6: report type, h6: device code, h8. Additional information - b5: event description, d9, h4: device manufacture date, h6: method, results, h10: additional narrative, h11. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales rep that they fitted the patient yesterday early afternoon and she reached out in the late evening that she was feeling more pain. She was in pain already before I fitted for bone stim. I suggest to take a break from stim and see how she feels. She's texted me this morning that she's feeling better today and she's wearing stim. Wasn't sure to make report or not but here it is is just incase. Cs called the patient, left a message to call back regarding the unit.

Manufacturer narrative:
Zimvie complaint (B)(4). B3: date of event: the event occurred sometime in (B)(6) 2022.. D11: medical product: unknown. D11: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.